Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the mildly calcified, mildly tortuous left common iliac artery. A 8x60mm absolute pro self-expanding stent system (sess) was advanced along with a non-abbott introducer sheath and a 190xm supracore guide wire. The stent was thought to be fully deployed but was noted under fluoroscopy to be partially deployed . The sess was removed with the stent in the sheath but faced resistance with the introducer sheath. A same sized absolute pro sess was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported activation failure, and difficult to remove could not be confirmed due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a cause for the reported deployment difficulty. It may be possible that the stent was stretched, or the distal shaft sheath became damaged and tore as noted on the returned unit, causing partial deployment and allowing the proximal portion of the sheath to be fully retracted, but unable to disengage unsheathe the final segment of stent to release it from the delivery system, however, this could not be confirmed. The resistance during removal was likely due to retracting the partially deployed stent back into the introducer sheath. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.